Manufacturer narrative:
Complaint statement (B)(4): gbo could not obtain the date of the event. No samples or more information were received for evaluation. The complaint is closed as cannot be determined.

Event description:
Customer states tubes are not filling completely to the line as indicated.